Event description:
Device located in or suite. During procedure, the agent reservoir ran out of solution. The "low agent alarm" and "no output alarm" did not function. No injury to pt. The vaporizer was returned to the MFR's svc rep.